Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient implanted with an impella cp via the right femoral artery experienced limb ischemia after impella cp was explanted. Two days following the removal of impella cp, the patient reported that their right leg felt heavy. The patient¿s pedal pulses were present, and an ultrasound was ordered with no findings of a deep vein thrombosis. The vascular team was consulted, and upon physical examination the vascular team brought the patient to the operating room for a fasciotomy of the right calf.

Manufacturer narrative:
Investigation summary: ppae (ischemia): in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details.